Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor alarm. It was also mentioned that the customer received multiple compromised force sensor alarms and a battery out limit. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on act button. No button error alarm during testing. Unable to confirm compromised force sensor system alarm, battery out limit alarm and unable to perform any tests due to button unresponsive.